Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the patient was trying to use their external devices and having difficulty doing so. Troubleshooting was not possible as the handset needed to be charged. The patient stated sometimes they were able to connect to the ins quickly but now it was not. Patient had been having accidents and they urinate on themselves. Patient wondered if the ins battery could be the issue or if it could get wet inside. Patient services discussed general expectations about potential risks. The patient will charge the handset and call back if they need assistance using external devices. Patient called back stating that they had experienced a return of symptoms and they needed help using their external devices to make stimulation adjustments. Agent reviewed general use expectations. Agent attempted to have patient get connected to their ins, however patient kept receiving the "device not responding" message. Agent had patient reposition communicator and retry multiple times. Agent verified that communicator was unplugged, and patient stated that they could feel the implant under their skin. Patient was unable to connect. Agent had patient try moving rooms, patient elected to do that on their own time. Agent redirected patient to healthcare provider (hcp) in regards to connection issues. The troubleshooting did not resolve the issue. Agent sent repair request for communicator cord and adapter, patient lost previous cord and adapter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back and reiterated that the internal device wasn't working correctly. Patient further clarified that the therapy wasn't helping their symptoms, that they'd been having so many accidents in "about the last month" or so. Patient stated they weren't "connecting correctly" either. Patient stated they were seeing a different message. Patient services walked the patient through connecting to their settings and the patient received the "therapy has stopped. Replace the internal device to continue therapy" end of service message. Patient stated this message had been the message they'd been receiving to make them think something was up. Patient services reviewed the meaning of the message with the patient. Patient stated "I just got this last year" and patient services reviewed considerations for the battery life. Patient stated their stimulation level had been at 9.5 ma. Patient services redirected the patient to follow up with their health care provider (hcp) to discuss their next steps. Patient stated they would reach out to their managing health care provider (hcp). Patient called back and repeated information regarding their device reaching eos. Agent reiterated what previous agent stated and recommended the patient follow up with doctor. Agent transferred patient to managing doctor's clinic per patient's request.